Manufacturer narrative:
Device manufacturer city - cartago or aibonito. MFR address - cartago: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago costa rica 30106 or aibonito: rd 721 km 0 3 po box 1389, aibonito 00705 puerto rico. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link non-dehp microbore catheter extension set would no flow. It was further reported that "the set would not flush or pull back with or without the retractable collar". This issue was identified during unspecified process step. There was no patient injury or medical intervention associated with this event. No additional information is available.